Manufacturer narrative:
Based on the information available, it is unlikely that the sepsis was related to the use of the impella device; however, a device-related contribution cannot be definitively ruled out. Product status: the impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported that during impella 5.5 support, the patient became dizzy and alerted medical staff. The patient then went into cardiac arrest and required cardiopulmonary resuscitation to achieve a return of spontaneous circulation. It was noted that the automated impella controller did not alarm for suction alarms which occurred just prior to the patient¿s cardiac arrest. Two days after this event, the patient expired. It was noted this was likely due to septic shock. There was no information available on the source of sepsis. This complaint involves one impella 5.5 pump (serial number (B)(6)) and one automated impella controller (serial number (B)(6)). This MDR specifically addresses impella 5.5, which is the subject of this report. A separate MDR will be submitted for the automated impella controller associated with this complaint.

Manufacturer narrative:
The pump was not returned. The pump passed all post sterile inspection checks. The cause of suction issue was unable to be determined as limited clinical details were provided and no product was returned for review. The root cause of the injury was unable to be determined due to insufficient clinical details.